Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported device powered off without user input which was confirmed and reproduced through evaluation. During evaluation, the supplied power cord was determined to be the cause. The power cord was damaged and was causing an intermittent connection. The power cord has been replaced.

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.